Event description:
It was reported in a service report that the bed lifts and the fowler were not functioning correctly. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
The product has been evaluated by the distributor.